Manufacturer narrative:
(B)(4). The customer returned one, 4-lumen cvc for analysis. Signs of use were observed inside the catheter body. The box clamp assembly was in position over the catheter body. Visual analysis revealed that the medial 2 (blue) extension line was separated. Further analysis of the medial 2 line also revealed that it was severely stretched. Microscopic examination confirmed the stretching and the separation. The edges at the point of separation were rough and jagged. Visual analysis could not be performed on the separated portion of the medial 2 extension line/luer hub as it was not returned. The catheter body length measured 216mm, which is within the specification limits of 207mm-227mm per the catheter product drawing. The medial 2 extension line outer diameter measured 0.0695", which is not within the specification limits of 0.084"-0.088" per the medial 2 extension line extrusion product drawing. The medial 2 extension line inner diameter (at the point of separation) measured 0.051" , which is not within the specification limits of 0.055"-0.059" per the medial 2 extension line extrusion product drawing. The dimensional discrepancies with the medial 2 outer and inner diameters measuring below the specification further confirms that the line was stretched. A manual tug test confirmed that the medial 1, distal, and proximal lines appeared secure to their respective luer hubs. This could not be verified on the medial 2 extension line as it was not returned. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a separated extension line was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the medial 2 line was separated and severely stretched. Further dimensional analysis confirmed that the medial 2 extension line showed evidence of stretching. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the observed stretching from undue force applied likely caused or contributed to this event; however, without the separated end of the extension line/luer hub also returned for analysis, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the injectable port from the cvc medial lumen was discovered to have fallen off/disconnected from the line while in the patient and upon discovery, the catheter lumen was clamped and device removed. The central venous access device was retained, but the injectable port component was not. No patient injury/harm reported. The condition of the patient was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the injectable port from the cvc medial lumen was discovered to have fallen off/disconnected from the line while in the patient and upon discovery, the catheter lumen was clamped and device removed. The central venous access device was retained, but the injectable port component was not.